Event description:
"We just identified multiple one time use instruments with notable "rust" on them from centurion in the dermatology clinic. These items were pulled from our "temp tracked" supply room on 2/6/24. Item lot, exp, sterile satin iris scissors 2023022890 2/29/2028 2, sterile satin iris scissors 2022011890 12/31/2026 1; sterile webster needle holder 2023080190, 7/31/2028, 3 sterile satin forceps with teeth 2019092701 8/31/2024 1, 02/29/2023 2. Pulled from service immediately and not used on patient." Ref reports: mw5151319, mw5151320, mw5151321, mw5151322, mw5151324.